Event description:
The healthcare professional (hcp) of the home patient (hp) reported the hp had a partial stroke while using the homechoice pro cycler for apd therapy. The hcp relates that the hp had a partial stroke during apd therapy and had attempted to get help, at which time they fell to the floor due to left side paralysis. The family member of the hp contacted baxter's operation support for assistance ending apd therapy early. The hp was taken to the hospital for a few days and the partial stroke was confirmed via MRI scan. According to the hcp, the hp continues to use the homechoice system with no difficulties.